Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that everything was fine until she developed a stomach flu in (B)(6) 2010. She began having vomiting episodes and this continued. She had an upper gi on (B)(6) 2010 with contrast and at this time it was discovered that she had a small slip. Surgery was scheduled to repair the slip and it was discovered that the strain relief had migrated near the band. The surgeon opted to remove and replace the band. Patient is unsure of why surgeon removed and replaced the band. Since replacing the band, the patient states that she is doing fine and has not had any more vomiting episodes.